Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted. Subsequently, a decrease in sensing was reported. No dislodgement, damage or therapy issues were observed. A tip-to-tissue interface issue was suspected. Therefore, a revision procedure was performed. A previously abandoned competitor lead was put back in service for pacing and sensing and this rv lead remains in service for shocking purposes only. No adverse patient effects reported.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead dislodged in the days following implant. An x-ray confirmed the dislodgement which had moved forward and was causing the patient pain. Also, the pacing impedance had decreased, the r amplitude had decreased and loss of capture was observed. It was suspected a traumatic event caused the dislodgement. This rv lead was repositioned successfully. No adverse patient effects reported.